Manufacturer narrative:
Updated fields: a3a, b1, b2, b5, d9, h1, h3, h6 and h11. This supplemental report is being submitted to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device has a missing probe and the missing probe was not returned. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: force applied to the probe caused it to break. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: the broken device fell into the patient's abdomen and was retrieved.

Event description:
It was reported the subject device arm broke off. The issue was found during a therapeutic total laparoscopic hysterectomy procedure and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.